Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing during atrial tachy response (atr) episodes and on presenting electrogram (egm). Technical services (ts) reviewed the data and indicated the rhythm appeared consistent with very fine atrial fibrillation that the device was not detecting. It was noted that this may not be a new finding, as small p waves have been present since shortly after implant, and the device has already been programmed to a more sensitive atrial setting. Recommendations included consideration of an x-ray to confirm lead position and potential ra lead revision due to continued undersensing of atrial fibrillation. This ra lead remains in service. No adverse patient effects were reported.